Event description:
Approx. 6 months post-op patient has increased shortness of breath and reduced ejection fraction. Pt received a double valve implant in 2004. Tests show an aortic leaflet not opening fully. Pt under observation only.